Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2018 during a routine clinic visit, the patient reported system controller alarming with a communication fault message. The primary system controller was exchanged along with the battery clips. The alarms resolved following the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was not confirmed. A review of the log file spanned approximately 10 days ( (B)(6) 2018 ¿ (B)(6) 2018 per time stamp). There were no communication fault alarms present in the log file. The driveline was disconnected on (B)(6) 2018 at 10:48 for a controller exchange. No other notable alarms were active in the log file. System controller, serial (B)(6), was previously returned and tested. The controller was found to function as intended. The provided information indicated that the patient had a communication fault alarm that resolved after the controller and clips were exchanged. There were no pictures or additional documents provided. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including controller fault alarms. No further information was provided. The manufacturer is closing the file on this event.